Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, and the reported single leaflet device attachment/slda appears to be due to procedural circumstances/operational context. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with a posterior flail. A mitraclip xtr (90603u310) was placed at a2/p2. A second mitraclip (91015u288) was being placed, however after the grasp it was noted that there was interaction with the chords, upon which the clip was inverted and pulled back into the left atrium which caused an single leaflet device attachment (slda) of the first clip. The first clip detached from the posterior leaflet and remained attached to the anterior leaflet. Two mitraclips were implanted to stabilize the slda on either side of the clip, reducing mr to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.